Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: launcher 5fr jl 3.5. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous distal left circumflex artery that was 99% stenosed. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). A 2.50x15mm nc traveler bdc failed to cross the lesion due to the anatomy. During removal, resistance was met with the anatomy. A non-abbott stent and balloon were used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.